Event description:
The device has a voltage of 2.36 and a battery impedance of 9 k ohms with intermittent pacing stimulus present. There is no eri indicator present. This pt is scheduled for a change-out procedure on (B)(6) 2011. Should additional info become available, this event will be updated.